Event description:
It was reported that the stenoscope system would not boot up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cpu battery was replaced and the cmos settings adjusted during the service call. The system was tested and found to be working as intended, and put back into service.